Event description:
The customer reported the battery is not charging.

Manufacturer narrative:
(B)(4). The customer reported the battery is not charging. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. Based on the customers' report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.